Manufacturer narrative:
Concomitant medical products: 6940-52 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported being lightheaded. The right ventricular (rv) lead had a possible fracture as oversensing indicated to be short v-v intervals were noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.